Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling.

Event description:
Physician reports shape disfiguration, pain, asymmetry in the left breast, rupture was detected in the usg. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening and a missing shell assessed as inconclusive.

Event description:
Physician reports shape disfiguration, pain, asymmetry in the left breast, rupture was detected in the usg. Device has been explanted and replaced.